Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion into the subclavian vein the guide wire broke. The guide wire and the catheter were removed together. As a result a new kit was opened and used to complete the procedure. There was a delay in treatment but no harm was caused to the patient. No death or complications were reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.